Event description:
Difficulty in removing and re-inserting the inner cannula. Possible kinks in tubing preventing a smooth removal and preventing re-insertion of the cannula entirely. No reported pt harm or injury.